Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/21/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: - did the event occur during one or multiple patient procedures? - what is the total number of procedures? - have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? - when were the sutures broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - how many sutures broke? - when were the needles detached/pulled off from the sutures (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. - how many needles detached/pulled off from the sutures? - please provide the source or name of person providing answers to follow-up questions: I have received a response from our dental department concerning the chromic gut suture. In the most recent case, around (B)(6) 2025, the suture snapped during use on one patient procedure. In which the veterinarian broke three suture materials while attempting to close the incision. I do not have images from this incident. This is the information from the previous case back in (B)(6). In this case the needle came off when removing it from the packaging. I believe it was one possibly two suture packets. I will attach the same image from the prior email in (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an unknown animal procedure on (B)(6) 2025 and suture was used. It was reported that batch of suture is defective - they are breaking within the thread while some have the needles come off. There was no patient consequence reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/6/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.